Event description:
A nurse reported that during cataract surgery, an ophthalmic system exhibited no aspiration in phacoemulsification mode. The nurse also suspected that the ophthalmic handpiece may have experienced a temporary blockage. Surgery was completed by restarting the system. No patient impact was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The company representative able to resolve the reported event remotely with the customer. Therefore, the system was not tested (on-site). Based on the information obtained, the root cause of the reported event is inconclusive. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the batch/lot/serial number was performed and did not reveal a contributing factor. A review for complaints reported against this serial number was performed. Potentially relevant complaints were found and reviewed as part of this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.